Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed that the device was in backup vvi mode and failed to transmit a record when requested by the clinic. The patient was brought into the clinic with feelings of discomfort due to phrenic nerve stimulation caused by the backup vvi. Programming changes were made and the device was successfully restored. The patient's condition was stable throughout the event.